Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve leak and hub detachment issues occurred. It was reported that after the case had completed, when the physician was pulling out the ablation catheter from the vizigo¿ sheath, the sheath began leaking. After flushing out the vizigo¿ sheath, the hub appeared to have disconnected a little. The physician requested to have the vizigo¿ sheath returned for a complete analysis. There was no problem with the valve during the procedure. When the physician finished the case, and removed the ablation catheter, prior to removing the sheath, a very slow drip of the heparinized saline that was being delivered through the sheath, was coming out of the valve. The hemostasis valve (gasket) did not break into two or more separate pieces nor become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 2cc. No medical intervention was required to stop the bleeding. No adverse patient consequence was reported. The hemostatic valve leak issue was assessed as a MDR reportable product malfunction. The hub detachment was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 16-aug-2022. It was reported that the correct event date is 13-jul-2022 and not what was initially reported as 13-jun-2022. Therefore, b 3. Date of event was updated. The device evaluation was completed on 16-aug-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve leak and hub detachment issues occurred. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed no damage nor anomalies were observed. Then, the distal sheath end was closed off with an adapter. The proximal end was connected to the pressure gage, and a syringe was connected to the gage. After that, negative pressure was applied and there were no air leaks or bubbles. Then, the test was repeated with positive pressure and no air leak or bubbles were detected. A device history record was performed for lot 50000109, and no internal actions related to the complaint were found during the review. The event described could not be confirmed as the device performed without any issues. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).